Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that monopolar energy was not working. The live logs were not available at the time of the call. Prior to contacting the tse, the customer tried two instruments and two different power cords, but the issue persisted. The tse had the customer perform a hard power cycle along with a normal power cycle on the integrated electrosurgical unit (iesu), but the customer still did not have monopolar energy. The customer also tried both monopolar energy ports. The tse had the customer check the iesu for faults due to a sound that was heard by the tse, and there was error m-02. The customer was able to use bipolar energy but not monopolar energy. The customer hooked up an external force triad generator and was able to get monopolar energy to fire. The customer continued the case with this configuration. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (m-02-5 error) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.